Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the sap system from this facility regarding to fmc cassette set product been delivered. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Clinical investigation: it is unknown if a temporal relationship exists between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient¿s adverse event of peritonitis. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty select cycler with the liberty cycler set. It has been well established pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Additionally, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On 02/apr/2021, through a clinic survey, fresenius became aware of this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler who experienced peritonitis. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s peritonitis; however, no additional information was obtained. In the intake, there was no indication this event was related to the performance of any fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis.